Manufacturer narrative:
The pump passed the displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. Analysis was unable to confirm excessive no delivery alarm and complete functional test due to motor error alarm. No unexpected battery out limit alarms noted. The pump had a scratched lcd window, cracked reservoir tube, and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 64 mg/dl. The customer called in stating they she had difficulty inserting the reservoir into the pump. She then reported the motor error and performed troubleshooting. However the pump failed the displacement test. The device will be returned for analysis.